Event description:
It was reported that during a laparoscopic coloproctectomy procedure, when the surgeon was using the device, the clipping did not occur properly. The shape of the clips was distorted. Therefore, the surgeon used a new device. But this time, the jaw would not close after a few firings. There was no fatal effect for the patient, but gs charge nurse had spent additional time to prepare another device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.